Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, bme (B)(6) at (B)(6) health reported the cns (mu-971ra sn: (B)(6) restarted and gave "data transferring" error message. (B)(6) looked in the system logs and found 2 errors for windows, not the cns software. Service requested troubleshooting/assistance. Service performed: nka ts found the customer never reboot their cns. Customer was advised that windows may need to be rebooted. Customer also mentioned they have not replaced the hdd in a long time. Customer was advised nka recommends replacing the hdd every 2 years. Customer to monitor the issue and if it becomes a bigger issue, he will call back. Investigation result: the cns warranty began 10/09/2011, which is over 6 years prior to the reported issue. The warranty ended on 10/09/2016. There was a reported issue the cns restarted on its own. System logs found 2 errors in windows. Customer reported the unit had never been rebooted and the hdd had not been replaced in a long time. Per cns-6201a service manual revision e, customer is recommended to perform regular maintenance inspection at least every 6 months. A maintenance check sheet is provided in the service manual. Additionally, service manual advises customer to restart the central monitor once every three months. Otherwise, operation becomes unstable and monitoring may stop. Customer indicated this was never performed at the facility. Cns service manual also advises customer to periodically replace the hard disk as its expected lifespan is 2 years. Customer indicated this had not been performed in a long time. Actual length of time was not specified. There is no record of nka servicing performed for this unit. The root cause is determined to be use error in lack of proper preventive maintenance. Based on the given information, this issue is not suspected to be caused by deficient design of the cns. There were no further reported issues with the unit. Corrected information: g4. Date received by manufacturer: should be 03/15/2018 not 04/13/2018 as listed on MDR initial report. Additional information: b4. Date of this report. E2-3. Initial reporter. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Correction. Additional information. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The biomedical engineer reported that the central nurse's station (cns) restarted and then displayed a "data transferring" message.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) restarted and then displayed a "data transferring" message. The bme checked the system logs for a possible root cause. Nihon kohden technical support advised the bme to reboot the cns and informed him that nihon kohden recommends replacing the hdd every 2 years in this cns model to avoid this type of failure. The bme stated that he would monitor the device and call again if needed. The device was not returned to nk for evaluation. No patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) restarted and then displayed a "data transferring" message.